Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Initial reporter's last name was not provided. Se it was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.